Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent low glucose events while using the ilet bionic pancreas, with the caregiver alleging unintended meal announcements and insulin delivery despite restricted access settings; the caregiver later demonstrated that rapid tapping in a screen corner could trigger a meal announcement without passcode entry, and the user admitted to making meal announcements, which could contribute to insulin dosing and subsequent hypoglycemia. Symptoms included low blood glucose to 50 mg/dl without loss of consciousness or other acute clinical sequelae. Outcomes included self-treatment with oral carbohydrates and transient time below range. Investigation included review of device data, user education, and troubleshooting regarding access controls and software version. Investigation of this case revealed user-initiated meal announcements despite the passcode restriction and a reproducible user interface pathway that bypassed the passcode for meal entry. It was concluded that hypoglycemia occurred in the setting of user-initiated dosing events and that a potential user interface vulnerability allowed meal announcements without proper authentication, contributing to inappropriate insulin delivery. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.